Event description:
It was reported that patient had a "tumor, lesion, or fluid around her brain" that had caused her to "code 6 times since feb." Per reporter, MRI would save the patient's life. Currently, the local hospitals were not ready to scan patient due to pump, due to hospital policy. Patient was considering removing pump that was working so that she could have an MRI. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information: it was reported that the patient experienced seizures due to the drug effects. The patient was hospitalized. The device system was used to deliver compounded baclofen. The patient outcome was reported as non-serious injury/illness.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc, serial # (B)(4), implanted: (B)(6) 2009, explanted: unk. Accessory model # 8590-1, lot # n176678, implanted: (B)(6) 2009, explanted: unk.

Event description:
It was reported that the patient was never told that she could not have an MRI. The patient outcome was noted as ongoing serious injury/illness.